Event description:
It was reported that during device changeout due to eri, fluoroscopy revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.0-13.9cm from the distal tip. The silicone insulation was abraded and the conductor was visible. The etfe coating was intact at the same location. External insulation abrasion was found at 35.8-36.9cm from the distal tip consistent with lead friction to the ICD. The etfe coating of one svc conductor was abraded at this location. An external insulation abrasion was noted at 34.6-35.6cm from the distal tip. The etfe coating was intact at this location.